Event description:
It was reported that the patient presented for a device upgrade procedure. It was noted during the procedure that when the physician attempted to secure the set screw on the implantable cardioverter defibrillator's (ICD) header, the set screw would not secure but would only spin, behaving as though it was stripped. Three wrenches were used but none worked. The ICD was exchanged, and the procedure was completed. The patient was stable.

Manufacturer narrative:
The reported field event of right ventricular setscrew anomaly was confirmed. Septum material was observed inside the rv setscrew hex cavity, and the setscrew was found to be stripped. This did not allow the setscrew to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.